Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The delivery system outer shaft leaks. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. There was a leak of the distal end of the outer shaft of the delivery system. The delivery system flush port valve was broken. The delivery system flush port valve leaks. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The outer shaft was kink/buckled at 7.5 cm from the distal end of the delivery system. There was a leak on the flush port valve during flushing due to a crack in the body of the flush port valve. There was a leak during flushing on the outer shaft at 3.6 cm from the distal end of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of a leadless implantable pulse generator (ipg) that a hold was found in the cup of the delivery system (ds) which caused saline to spray out of the side of the cup. The ds was attempted/not used and replaced. No patient complications have been reported as a result of this event. It was further reported that the delivery system was returned and tested out of specification.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.